Manufacturer narrative:
The referenced cerebrovascular accident and tia are reported under medwatch MFR #2916596-2016-00634. (B)(4). Approximate age of device - 1 year and 2 months. The device is expected to be returned for evaluation. It has not yet been received. It was reported that the pump would be returned to the manufacturer for evaluation following release from the hospital¿s pathology department. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). A system controller log file was reviewed per customer request by a representative of the manufacturer¿s technical services team and captured several minor transient power elevations scattered throughout the log file dated from (B)(6) 2016. On (B)(6) 2016, it was reported that the patient was admitted with anemia and an increase in their lactate dehydrogenase (ldh) level from 394 u/l on (B)(6) 2016 to 1047 u/l on (B)(6) 2016. The patient was started on a heparin drip upon admission with an inr goal of 2.5-3 and ultimately received a pump exchange on (B)(6) 2016 due to suspected pump thrombosis. It was reported that historically, the patient had experienced a cerebral vascular accident (cva) approximately 2 days post implant on (B)(6) 2014 and a transient ischemic attack (tia) on (B)(6) 2015. The patient¿s inr was sub-therapeutic at 1.4 at the time of the tia and the patient¿s partial thromboplastin time (ptt) was at 41.6 seconds. The patient was bridged with heparin and continued with coumadin and aspirin following the tia.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned device. Examination of the pump upon disassembly revealed a flat, tissue-like thrombus formation wedged between the blood tube and the distal end of the rotor. The deposition was hard and denatured, indicating that it was present while the pump was supporting the patient. A deposition was also found caught in the stator blades within the proximal side of the outlet housing. The deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator; however, its areas of denaturation, suggest that it was present while the pump was supporting the patient. Although, the specific origins of and root cause for the development of these depositions could not be conclusively determined, they could have contributed to the elevation in the patient¿s lactate dehydrogenase level, as well as the minor power elevations that were confirmed through the analysis of the submitted system controller log files. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.